Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that multiple wires were used during one surgery because of continuous needle detachment. There was no patient injury. Additional information: no patient information the surgeries they were supposed to use sutures on were phimosis and varicocele (minor surgery). It was told to the m&s colleague that it was more sutures from that batch that presented the problem.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and almost distributed in the market (B)(4) units. There are (B)(4) units in our stock. We have received a video showing an extraction of a suture from the pack and that the needle is easily detached from the thread. We have also received 77 closed samples and an open sample with the needle attached from the thread and thread not wound on the pack. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Rotation test in all closed samples received, all threads break easily next to the needle. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements conclusion root cause analysis: the most probable root cause is that can be caused by too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.